Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system and a video were returned for evaluation. Visual assessment of the device showed both ts and suture are free from the insertion needle. Examination of the construct showed the distal end of t1 is missing; the suture and t2 show no abnormalities. The actuator is in its post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the video showed the spline handle assembly being moved side-to-side within the handle. Examination of the spline handle confirmed the movement however it was found to be secure within the handle as designed. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during procedure, when t1 was deployed, the surgeon felt the backlash on his handle (depth gage orange part). Then, t2 could not be deployed. T1 was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.